Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed. Method & results: device evaluation and results: the product was not returned for evaluation however, two photographs one of the 10-pack carton and one of the unit packs were provided. There are moisture marks visible on the 10 pack carton. The top of the 10-pack carton is damaged and there is a tear visible on the top of the 10-pack carton. One photographs shows 6 unit packs. 5 of the unit packs appear to be stuck together and partially pulled apart. Ink from the front of one of the unit packs is visible on the back of pack next to it. One of the unit packs shows damage to the label. There is also a liquid ampoule missing its cracker on top of the unit pack. The ampoule is in its blister without its tyvek lid. The sides of the blister appears to be warped/distorted and there is no evidence of a seal on the blister. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: the product was not returned for evaluation however, two photographs one of the 10-pack carton and one of the unit packs were provided. There are moisture marks visible on the 10 pack carton the top of the 10-pack carton is damaged and there is a tear visible on the top of the 10-pack carton. One photographs shows 6 unit packs. 5 of the unit packs appear to be stuck together and partially pulled apart. Ink from the front of one of the unit packs is visible on the back of pack next to it. One of the unit packs shows damage to the label. There is also a liquid ampoule missing its cracker on top of the unit pack. The ampoule is in its blister without its tyvek lid. The sides of the blister appears to be warped/distorted and there is no evidence of a seal on the blister. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation causing the ampoule to break. The liquid from the ampoule would cause staining to the unit carton as well as sticking the unit packs together . A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
Per sales rep, found in hospital storeroom that one vial had broken contaminating 5 additional packages. All 6 packages are not useable. Boxes stained also outer box stained.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Per sales rep, found in hospital storeroom that one vial had broken contaminating 5 additional packages. All 6 packages are not useable. Boxes stained also outer box stained.